Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pacemaker device was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported.